Event description:
It was reported to boston scientific on 10/30/2006 an adverse event associated with an aneurysm coiling procedure of the brain. It was reported that "during the procedure, during initial coil placement of a previous ruptured aneurysm a loop of coil perforated the aneurysm and the pt bleed in the subarachnoid space." It was reported that the procedure was not completed due to this event, that further medical intervention was required and that the patient is currently recovering in the hospital. Additional information received revealed that the patient had a stroke following the subarachnoid bleed.

Manufacturer narrative:
The device in question willnot be returned to the manufacturer for evaluation because the device remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.